Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's blood glucose was 400 mg/dl. The patient's easy bolus feature was not working, so he was unable to treat for his blood glucose. During troubleshooting the customer was advised on how to bolus with the insulin pump. The insulin pump was not returned for analysis.